Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9029582, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-29. Medical device lot #: 9029990, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-29. Investigation summary: no samples or photos were provided by the customer for investigation. While a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A CAPA (corrective action preventive action) has been initiated to further investigate this issue. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of leakage past stopper for lot #9029582 item #309653. Related complaints: (B)(4). A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage past stopper for lot #9029990 item #309653. Related complaint: (B)(4). A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: while a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. CAPA # (B)(4).

Event description:
It was reported that leakage occurred with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "we use these for hazardous products so this leak causes concerns regarding exposure to hazardous medications. Also concerns regarding sterility. Plunger should be a tight seal and not allowing hazardous medications to leak through on to users hands."